Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) informed the technical service representative (tsr) that they received a system error 2240 alarm (air in set / line) which occurred on the homechoice (hc) device during drain one of peritoneal dialysis therapy while the hp was connected. The hp cycled the power on the hc themselves. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr explained the alarm, reviewed proper procedures and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.